Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the blade became too dull to continue. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the prod upon which this medwatch is based has been received, however, the prod eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.